Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Reporter stated the wheel was loose and the dealer came out and tightened it.